Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 opens, but the cubie ejects instead of opening the lid. A technical support specialist (tss) found that on the countback screen, a message stated 'cubie failed to open.please, press the retry button' and unable to move on or back in the cubex application. A tss killed the cubex application in task manager and requested the customer to insert the cubie back in and to close the drawer. The tss confirmed that the item was assigned to only bin and would not be able to issue the item from the cabinet. A tss advised the customer to reach out to the pharmacy for the replacement and the customer agreed to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, unable to issue (hydrocodone/acetaminophen 7.5/325mg) due to the failed cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.